Event description:
I do on-site drug testing at a mfg facility in (B)(6). I am currently using "multi-drug screen test panel" distributed by (B)(4). Lot number doa0030282, exp date 01/2012; catalog number doa-354. I have had numerous tests that failed to completely develop. The result has been that I have had to repeat the test using another test cassette. I consider this a product failure. Diagnosis or reason for use: on site drug testing.